Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ excruciating pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("swollen abdomen"), back pain ("back pain"), loss of libido ("zero sex drive"), anorgasmia ("I would orgasm, now it doesn't") and abdominal pain lower ("cramping"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain had not resolved and the abdominal distension, back pain, loss of libido, anorgasmia and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anorgasmia, back pain, loss of libido and pelvic pain to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media : pelvic pain female. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: new events zero sex drive and I would orgasm, now it doesn't were added. On 23-mar-2020: coding request. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("swollen abdomen") and back pain ("back pain, excruciating pain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain had not resolved and the abdominal distension and back pain outcome was unknown. The reporter considered abdominal distension, back pain and pelvic pain to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media : pelvic pain female most recent follow-up information incorporated above includes: on 31-jan-2020: quality safety evaluation of ptc (product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain had not resolved. The reporter considered pelvic pain to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media: pelvic pain female. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.